Event description:
It was reported that five weeks post implant procedure the patient noticed that the inflatable penile prosthesis (ipp) exhibited spontaneous deflation. It is believed that the pump was damaged. A replacement surgery was performed and the pump was removed and replaced. The ipp worked properly after the pump was replaced. There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.